Event description:
It was reported to philips that during an endovascular abdominal aortic aneurysm repair, the smartmask application of the azurion7 m20 system created an overlay 2cm off of the correct position, inaccurately displaying the position of the abdominal aorta. The renal arteries were accidentally blocked and had to be recreated. The length of the procedure was extended from 45 minutes to 6 hours increasing the amount of fluoroscopy, contrast and anesthesia provided to the patient. The system was rebooted in order to resolve the issue. Philips has started an investigation of this complaint. A follow up report will be sent when further information is received.